Event description:
It was reported that the patient experienced persistent high blood glucose readings between 200 and 300 over several days despite supply changes, and the agent guided a factory reset of the system; readings returned to range with alternate therapy. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.